Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3-mcg, serial number/date (B)(4) is approximately 1 year, 1 month old. The owner's manual part number 1134791, rev.g(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The malfunction has not been confirmed. Of note: in speaking with the reporter it was learned that this incident may be due to high rates of use. Nothing was found in diagnostics.

Event description:
A report has been received on a powered wheelchair which indicated that the motor left and right only work so many miles and then go bad. A call was placed to the initial reporter for additional detail. It was reported that the end user hears a grinding noise and then loss of use of the device. No injury.